Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in denmark. It was reported that patient faced infusion set cannula bent. This event occurred on (B)(6) 2024. Patient was admitted to hospital due to diabetic ketoacidosis on (B)(6) 2024. The value of blood glucose level at the time of event was 20 mmol/l . Ketones were significant event to lead hospitalization. Unwell and pains symptoms were reported at time of hospitalization. Therefore, patient was treated with insulin drip. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available